Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the implant of both leads was performed via the cephalic vein. However, due to the adhesion, the physician dislodged the already placed right ventricular lead with a pull on the atrial lead. It was also reported that the patient developed a tamponade which needed a puncture to release the pressure. The leads are still in use. No further patient complications have been reported as a result of this event.